Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. A manufacturing record review was not performed for the reported lot number as this was deemed a distribution issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouches of an unspecified quantity of minicaps were damaged; further described as ¿some of the minicaps were popped" and "some of them were smashed and opened¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.